Manufacturer narrative:
The customer contacted siemens customer care center (ccc) and reported a discordant, falsely depressed human chorionic gonadotropin (hcg) patient result on the dimension exl with lm system. Siemens headquarters support center (hsc) evaluated the instrument data logs and the information provided and completed the investigation. There were no system or sample errors noted. Quality control was within laboratory ranges at the time of testing. The cause of the discordant, falsely depressed hcg result is unknown. No system or product non-conformance was identified by this investigation. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed on an alternate dimension and a higher result was obtained. A corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed hcg result.